Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment. It was reported that the physician performed an intervention. There was blood outflow issues bilaterally. There was stenosis present distal to the endurant left limb and the physician implanted a 10 mm stent. The physician also performed a femoral to femoral bypass successfully restoring bilateral blood flow. The physician stated the event was related to blood flow issues. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.